Event description:
Adverse event: intermittent numbness and tingling. Onset of adverse event: prior to procedure and 4 days after the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2010, the pt experienced a right parietal ischemic stroke with expressive aphasia and subsequent intermittent paresthesias to left side of face and left arm. On (B) (6) 2010, an rx acculink stent was implanted in the right internal carotid artery (rica). On (B) (6) 2010, the paresthesias returned and the pt was evaluated by a neurologist on (B) (6) 2010 and (B) (6) 2010, who felt that the paresthesias were residual symptoms of the pre-procedural stroke. A carotid doppler ultrasound from (B) (6) 2010, showed a widely patent stent in the rica. The pt's symptoms have slowly improved. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Neurological deficit/dysfunction and numbness may occur during this type of procedure and these are known no-fault events as listed in the risk assessment report that can be reported as occurring during or after the procedure. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported pt adverse events and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.